Event description:
It was reported by service report that the foot-end brakes would not disengage. The head-end brakes would engage. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result - foot-end brakes would not disengage due to a broken crank link arm assembly.